Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that this 19mm bioprosthetic valve was exhibiting a moderate paravalvular leak determined by the echo cardiologist with a post-operative echo. The bioprosthetic valve function looked normal but the physician decided to correct the paravalvular leak. The patient's chest was reopened and additional sutures were added, which resulted in partially blocked left main coronary artery, since the paravalvular leak was noted to be directly under the left coronary ostia. Regardless of the placement of the two sutures after closure of the aorta the second echocardiograph showed no improvement of the paravalvular leak and the need for an additional left anterior descending bypass graft was placed. Within 1 hour in the intensive care unit, the anesthesiologist noted that the patient had a vaso-vagal event, in the form of a violent coughing episode that may have created a form of heart failure. The patient required cardiac compressions, and eventually they had to open the chest and manually massage the heart until the patient could be returned to the operating room where they were put back on cardiopulmonary bypass. After the patient was stabilized, they were transferred to the university of wisconsin hospital for further evaluation. Current status of the patient is unknown at this time. Based on the available information, this valve remains implanted.

Manufacturer narrative:
Product analysis: device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: the device history review is in process. Once the review is complete or additional information is received regarding this event, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.